Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. Concomitant medical products: product ID: ddbb1d4, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to noise and short v-v intervals. The parameters on the lead were reprogrammed. A second alarm was triggered and the interrogation indicated that the pacing impedance had risen from 570 to 1824 ohms and a fracture was suspected. A lead replacement procedure was scheduled. During pre-op testing, the impedances were stable and pocket manipulation could not generate any noise or changes in impedance. At that time, a set screw issue with the device was suspected. The pocket was opened and the lead was found to be fully extended in the header. Multiple lead impedance measurements while tension was applied to the lead consistently measured within normal limits. A clear set screw issue could not be identified so the lead was explanted and replaced. After the lead replacement, the wrench could not engage the set screw in the header of the device. Ten minutes was spent trying to engage the ventricular set screw and finally it was determined that there was a defect in the set screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.